Event description:
Patient stated that in the last week he had 6 v-go's fall off. Patient properly cleans the area with an alcohol swab before applying the v-go. Patient states that he was sweating but was not doing any vigorous activities. One v-go fell off of his arm while patient was on stage playing the trombone. Patient states that the v-go would fall off about 2 hours after he applied it.